Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal procedure. The stapler was unable to fire. The surgeon was unable to squeeze the handle however, the surgeon was able to press the green button. They reused a device to complete the case. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on oct 18,2017. (Event date). If information is provided in the future, a supplemental report will be issued.